Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure, a faradrive steerable sheath clear, was selected for use. It has been mentioned that air bubbles entered the sheath valve before ablation when the farawave catheter was introduced into the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not currently expected to be returned as the device is currently being retained by the healthcare facility.

Event description:
It was reported that during a pulsed field ablation procedure, a faradrive steerable sheath clear, was selected for use. It has been mentioned that air bubbles entered the sheath valve before ablation when the farawave catheter was introduced into the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was later returned for analysis. It was further reported that the dilator and guidewire were inside the sheath prior to the air being observed and the farawave catheter with the guidewire were inserted into the sheath when the air was observed. Pressure bag with transducer was used for the irrigation of sheath. The bubbles were observed in the tubing that exits the sheath while aspiration for catheter introduction. The guidewire was inside the catheter. No air was noted in the patient.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported event was confirmed via analysis.

Event description:
It was reported that during a pulsed field ablation procedure, a faradrive steerable sheath clear, was selected for use. It has been mentioned that air bubbles entered the sheath valve before ablation when the farawave catheter was introduced into the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not currently expected to be returned as the device is currently being retained by the healthcare facility. It was further reported that the dilator and guidewire were inside the sheath prior to the air being observed and the farawave catheter with the guidewire were inserted into the sheath when the air was observed. Pressure bag with transducer was used for the irrigation of sheath. The bubbles were observed in the tubing that exits the sheath while aspiration for catheter introduction. The guidewire was inside the catheter. No air was noted in the patient.

Manufacturer narrative:
B5: describe event or problem - updated with additional information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.